Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specifications due to high readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend with a blood glucose level of 120 mg/dl and a sensor glucose level of 60 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.